Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via company representative regarding a patient receiving lioresal (2000 mcg/ml at an unknown dose) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 01-aug-2016 it was reported that the patient presented with a fever and increased spasticity on (B)(6) 2016. There were no environmental, external, or patient factors that contributed to the issue. On (B)(6) 2016 the physician did a dye study which was normal. Cerebrospinal fluid (csf) from the catheter access port of the pump was sent for culture. The csf culture found pseudomonas, so the physician took the patient to surgery on (B)(6) 2016 to explant the pump and catheter. A pump pocket culture was sent and came back positive as well for pseudomonas. After the explant surgery, the patient remained hospitalized for IV (intravenous) antibiotics for the infection and was on oral baclofen for the spasticity. Per the physician, the patient was doing well and the plan was to re-implant a pump and catheter in 4-6 weeks. The patient status was reported as "alive - no injury". The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.